Event description:
It was reported that atrial fibrillation episodes were misdiagnosed as ventricular fibrillation episodes and inappropriate shocks were delivered. An egm marker known issue during charging was also noted. Further investigation is in progress.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.